Manufacturer narrative:
The reported event of unable to retract the lead fixation helix was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. X-ray inspection revealed overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event unable to retract the lead fixation helix was isolated to the helix being clogged with dried blood/tissue and over-torque of the inner coil. Visual and x-ray inspections of the lead did not reveal any anomalies except for those consistent with procedural damage.

Event description:
During an implant procedure, it was noted that prior to insertion of the right ventricular (rv) lead into the patient¿s anatomy, the helix was partially extended. An attempt to retract the helix back into the lead body was unsuccessful. The implant procedure was continued with the reported lead and the helix of the rv lead hooked onto intracardiac tissue along the tricuspid valve during insertion. The rv lead could not be positioned successfully into the ventricle and the patient experienced asystole. The cause of the asystole was unknown. The rv lead was explanted and replaced to resolve the event. The patient was stable.